Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during use. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Section b5, executive summary of the initial medwatch report indicates a customer contacted physio-control to report that their device powered off unexpectedly during use. There were no reports of patient use associated with the reported event. Section b5, executive summary of the initial medwatch report should indicate a customer contacted physio-control to report that their device powered off unexpectedly during use. There was no harm to the patient as a result of the reported event. The cqe reviewed the keylog and verified the reported shut downs on (B)(6)2021. Through review of the keylog it was found that the customer's battery 1 was manufactured in 2016 and had a state of charge of 7%. The lp15 operating instructions indicate that the battery should be replaced every 2 years. The possible root cause of the reported shut down is an expired battery.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic records were downloaded and reviewed. The reported issue was verified. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during use. There were no reports of patient use associated with the reported event.